Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat to a moderately calcified, moderately tortuous proximal right coronary artery that is 90% stenosed. After pre-dilatation was performed with an unspecified device additional pre-dilatation was needed; therefore, the 4.0x08mm nc traveler balloon dilatation catheter (bdc) was attempted to be advanced. The bdc failed to cross due to anatomy and during removal resistance was met with anatomy. Another unspecified device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.